Manufacturer narrative:
Broken battery cap, cracked reservoir tube lip and minor scratches on display window noted during visual inspection. Blank display due to corroded battery tube. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer reported she is unable to remove the battery cap from her insulin pump. Her blood glucose is 257 mg/dl. Customer stated she cannot attempt to remove the battery cap with a quarter or screwdriver because the slot is completely stripped. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.